Manufacturer narrative:
At the time of this report, multiple attempts to obtain further info from the hospital have been unsuccessful, and the device has not yet been returned for eval. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly. A review of the device build records does not indicate any discrepancies in the MFR of the lot.

Event description:
During a hysterectomy procedure, while using the pks lyons dissecting forceps, the jaw fractured off the dissector inside the pt. The surgeon noted that the jaw had fractured, finished the procedure and went to look for the jaw, he was not able to locate it. A c-arm scan was done and still could not find the jaw. The pt was notified and released from the hospital.